Event description:
It was reported that there was a possible thrombus. A 31mm watchman flx laa closure device was implanted successfully. Upon analyzing release criteria, it was noted that there was a very white translucent mobile area at the face of the device on the mitral side. Activating clotting time was over 400 seconds, so likelihood of a thrombus formation was thought to be low. However, the implanter and echo physician were unable to differentiate what exactly they were looking at. This mobile area was only visualized on the mitral side of the device. The device met release criteria and was released without any incident. No intervention was needed and the patient will be monitored at the 45-day follow-up. The patient was discharged with no further issue.